Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had been hospitalized for low blood glucose levels. The customer's blood glucose level was 50mg/dl. The customer was treated for the lows at the hospital. Troubleshoot was conducted and the customer believed the pump was over delivering. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with a basal profile and monitored; the basal profile delivered the indicated amounts and was verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. The insulin pump was received with minor scratched display window and scratched case.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.